Event description:
The customer reported a frozen screen on the insulin pump. They reported changing the batteries twice and the display still did not return. The blood glucose was 222 mg/dl, the customer was advised to discontinue the use of the insulin pump and was advised that the insulin pump needs to be replaced. No further information was provided.

Manufacturer narrative:
Intermittent button response due to moisture damage keypad trace. No frozen screen noted. Time/clock on. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.